Event description:
On (B)(6) 2016 the lay user/patient contacted the FDA who forwarded the report (mw5062918) on to lifescan (lfs) alleging inaccurate low readings, an unknown issue, "meter malfunctions" and unknown error message with an unknown onetouch meter. The complaint was classified based on the customer care advocate's (cca) documentation. Attempts to follow up with the patient were unsuccessful. The patient indicated that the product issues took place "over the years"; no specified dates or times were provided. The patient claimed that she obtained a blood glucose result of "low 300" which she compared to "over 500" on the hospital meter and laboratory results. No time difference between results was provided. The patient did not specify how she manages her diabetes. She did not specify what symptoms, if any, she developed but stated that she was hospitalized. No specific treatment was reported. The cca was unable to undertake troubleshooting. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and as the patient required hospitalization which suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.